Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call for partial display. The customer¿s blood glucose was unknown. The display had lines going through it and it was hard to read. Caller reported that display was flashing. The insulin pump will be returned for analysis.